Event description:
In 2008, the reporter stated that during surgery, the implant broke while being impacted during insertion using the pistol grip inserter. The implant was removed and the surgeon was able to use another one to complete the surgery.

Manufacturer narrative:
Device eval pending returned implant.